Manufacturer narrative:
The insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose readings, audio/beep anomaly and blank display. The customer's blood glucose value was 580 mg/dl. The customer treated with manual injections. The customer stated that her mother began to vomit after not getting insulin from the pump. The customer mentioned a loud constant tone. The customer was unable to troubleshoot during time of call. The product was returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is may 31, 2019. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (b))(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2017.